Event description:
Rptr indicated that pt had his vns therapy pulse generator replaced due to battery end of svc. Generator was subsequently returned to the MFR for prod analysis. Analysis found that "the reported event, battery nearing end-of-life, was confirmed". An analysis of printed circuit board assembly identified that the 3.0v pulsing current measurement was slightly higher than the maximum allowable limit. The likely cause for this condition is associated with the pre-selected resistance value which was selected within spec at the upper limit during MFR sightly drifting out of spec over time. It was determined that the pre-selected resistance value of the r35 component could have been more optimally chosen at a slightly lower resistance value. The minimal out-of-limit current could potentially be a contributing factor to the end of svc of the battery, although the battery longevity prediction suggests the device was expected to be near end of battery life.